Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The cartridge was reloaded, and insulin delivery was resumed. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.